Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver shutdown unexpectedly. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the receiver ceasing to function could not be determined. A root cause could not be determined. Labeling indicates: if the dexcom g5 receiver or dexcom g5 transmitter is damaged or cracked, do not use it. This could create an electrical safety hazard causing possible electrical shocks resulting in injury. In addition, a damaged or cracked dexcom g5 receiver or dexcom g5 transmitter may cause the dexcom g5 system not to function properly.

Manufacturer narrative:
Sr-(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was externally visually inspected and no defects were found. The receiver was able to be charged and rebooted. The receiver log was downloaded, the data shows unexpected receiver shutdown within the relevant dates. Functional testing was performed and it passed. The receiver case was opened and the internal inspection passed. Through troubleshooting, a u3 defective coulomb counter at the main board was found. The reported event of unexpected receiver shutdown was confirmed. The root cause was determined to be a defective u3 at the main board.